Manufacturer narrative:
No product was returned. The root cause of the ventricular fibrillation was unable to be determined due to insufficient clinical details. The cause of pump suction was most likely patient condition related since giving fluids resolved the suction issues per clinical. The device passed all post sterile inspection checks.

Manufacturer narrative:
A4 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced ventricular fibrillation and ventricular tachycardia. The patient was defibrillated and treated with epinephrine, amiodarone, and lidocaine. Additionally, the pump generated a suction alarm. In response, the pump was repositioned and the patient was treated with lactated ringer's and albumin IV. Later, the patient was successfully weaned from the pump and survived.